Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose value of 400 mg/dl. Customer stated that they had blood glucose 84 mg/dl .customer also had blood glucose 350 mg/dl. Customer offered troubleshoot for high and low blood glucose. The device will not be returned for analysis.